Manufacturer narrative:
On 05/16/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spinal fusion cervical procedure, the site's navigation system unexpectedly became unresponsive. They could move the mouse, however, could not select an application. A system re-boot resolved the issue and they entered the software application. Once in the synergy spine application, the issue occurred in the navigate screen as they were actively navigating. They could use the touchscreen monitor to move the mouse but were unable to select options. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.